Event description:
An initial MDR regarding this case was filed 11-oct-2023 (report number 3016798778-2023-00054). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0009035 (paired with pump utpm00012418) and remote utrm0009035 (paired with pump utpm0012419) show both pumps generated pump failure alarms. During the investigation, both pumps were disassembled and fluid ingress was observed to be the cause of the pump failure alarms in each. No cassettes were returned, so no further investigation is possible into the cause of the fluid ingress. All systems were observed to have appropriately alarmed and entered a failsafe state as designed.

Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported her pump would not connect with the remote, and troubleshooting was unsuccessful. The patient attempted to switch to her backup pump, but received a pump failure alarm. The patient was advised to go to the hospital, and confirmed she was on her way to the ER. No side effects were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.